Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g4, h2, h3, h6, h11 the device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the concentration of the acecide not being checked was likely due to not following the instructions for use (IFU). The event can be detected and prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis lucera duodenovideoscope had not had its acecide check performed for 2 months. The issue occurred during reprocessing. There were no reports of patient involvement.